Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, while the surgeon was injecting the iol, the lens shot out at the back of the eye. An anterior vitrectomy had to be performed. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. It is unknown if the approved viscoelastic was used. The use of an unqualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues.

Event description:
Additional clarification was received. The event occurred at completion of an uneventful phacoextraction of the lens. During the injection, the lens became stuck at the distal end of the cannula and an increase in pressure on the injection plunger resulted in a dynamic introduction of the lens in the anterior chamber. This resulted in a posterior capsular rupture and deposition of the lens into the anterior vitreous. The anterior vitrectomy was performed and the lens was removed and replaced with a sulcus fixated lens. Per the surgeon, it would appear the lens became obstructed at the end of the introducer, presumably as a result of an absence of viscoelastic and therefore increasing pressure was ejected in a manner that caused the damage.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested but not received to date. (B)(4).